Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
During the reoperation the surgeon noted that the mesh was not integrated on the abdominal wall and partially inside the defect.

Event description:
It was reported that a patient underwent an incisional hernia repair procedure on an unknown date and mesh was implanted. After the surgery, the patient suffered a relapse and underwent a re-operation. Additional information was requested.